Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged shortly after implant due to a poor location. The lead was explanted, cleaned and then repositioned in the patient and is now working appropriately. During the explant of the rv lead, the right atrial (ra) lead also became caught up in the rv lead and subsequently dislodged as well. The next day, the rv lead dislodged again due to tricuspid regurgitation, so the physician explanted this lead and opted for an epicardial lead in it's place. It is not clear if this lead was implanted in the atrial or ventricular position. As the position of the lead is ambiguous, it is unclear if this lead was revised or explanted. However, an explant date was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.